Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/16/2020 h.6. Investigation: customer returned four (4) loose 31gx8mm, 0.3ml bd insulin syringes. Customer reported the needles are coming off in the cap, they aren't drawing botox up properly. All 4 returned syringes were examined, and it was observed that all 4 syringes had a needle hub/shield assembly properly attached to the syringe barrel; removing the cannula shield from these 4 syringes did not result in hub separation. Next, all 4 syringes were tested for flow: all 4 were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch # 9343301 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200868099] noted for incomplete bevel. There was one (1) notification [200869089] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that the hub separates and injection is difficult with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported the needles are coming off in the cap, they aren't drawing botox up properly. ¿ how many syringes are involved? 4 to 8 per day ¿ do you have samples to return for evaluation? A member of our team will e-mail you shortly a pre-paid return label to return samples. We removed the rest of the box and I have it available if you would like it. The syringes that were used were placed in the sharps container with client's in the room. ¿ as anyone hurt, any adversities? No one was hurt. ¿ you stated ¿majority of the needles coming from the same lot#¿, are there any other bd needles from different lot# that you have had issues with? All came from this one box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separates and injection is difficult with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported the needles are coming off in the cap, they aren't drawing botox up properly. How many syringes are involved? 4 to 8 per day. Do you have samples to return for evaluation? A member of our team will e-mail you shortly a pre-paid return label to return samples. We removed the rest of the box and I have it available if you would like it. The syringes that were used were placed in the sharps container with client's in the room. As anyone hurt, any adversities? No one was hurt. You stated ¿majority of the needles coming from the same lot#¿, are there any other bd needles from different lot# that you have had issues with? All came from this one box..